Event description:
It was reported that concerns regarding the atrial tachy response (atr) burden counter being at 0 in this pacemaker. Technical services (ts) reviewed the event and explained that the counter remained at 0 because the atr episodes were brief, lasting less than 10 seconds, and there were overlapping non-sustained ventricular tachycardia (nsvt) episodes. Additionally, ts noted slight undersensing in the right atrial (ra) channel. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received indicating that atrial undersensing led to inappropriate atrial pacing across two separate episodes. Subsequently, the patient developed atrial fibrillation during the first episode and supraventricular tachycardia in the second episode, both of which were resolved on their own. Technical services (ts) reviewed the event and provided troubleshooting and optimization options for the sensor to prevent future undersensing. No adverse patient effects were reported. This pacemaker remains in service

Event description:
It was reported that concerns regarding the atrial tachy response (atr) burden counter being at 0 in this pacemaker. Technical services (ts) reviewed the event and explained that the counter remained at 0 because the atr episodes were brief, lasting less than 10 seconds, and there were overlapping non-sustained ventricular tachycardia (nsvt) episodes. Additionally, ts noted slight undersensing in the right atrial (ra) channel. No adverse patient effects were reported. This pacemaker remains in service.